Manufacturer narrative:
Final analysis found burn marks on the circuit board/printed circuit board (pcb) which resulted in power up anomaly.

Event description:
It was reported that the merlin.net transmitter would not power on. Patient stated that electrical storm affected their home power. A new transmitter was ordered.